Event description:
It was reported that two months after implant, the patient developed a fever and was diagnosed with (B)(6). The implantable pulse generator (ipg) and leads were removed. A temporary external ipg was used until a new system could be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 457453 implantable pacing lead 2013-(B)(4). (B)(4).